Manufacturer narrative:
The complaint of a damaged guidewire was confirmed and the cause appears to be use related. The product returned for evaluation was a 0.018" x 35cm guidewire. The wire was unraveled, elongated, and the core wire had been broken. A segment of core wire remained near the distal tip (which was not unraveled), and a short segment of core wire has been curled. Microscopic examination of the fracture site on the core wire revealed no material necking, but had a glossy, reflective, fracture surface. The curled nature of the wire is indicative of retracting the guidewire against a sharp edge. The shear features of the core wire also support this event type. The guidewire was likely retracted against the needle bevel, which can damage the wire. The IFU provides a warning against this practice. A lot history review (lhr) of rexdo272 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient was inserted a PICC line via mst on (B)(6) 2014. When the nurse remove the stylet, she felt about the resistance. After she removed, the stylet slowly, she found the stylet stretched slim and long, so she changed another set and finished the whole process.